Event description:
It was reported that during a pulse field ablation procedure, a farawave catheter was selected for use. The catheter was properly prepped, and flush port was checked at the prep table and it worked appropriately. When the catheter was transferred to the table and the put on a pressure bag it would not flush. The physician attempted to manually flush with the stop cock was replaced, however, this troubleshooting did not correct this observation. The catheter was replaced and the procedure was completed successfully without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: upon receipt at boston scientifics post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was performed through the irrigation port. Irrigation was observed in the undeployed state, but not in the basket and flower shape. Dissection of the catheter revealed a kink in the flush lumen. The reported event was confirmed via analysis. Investigation conclusion: based on all the available information, the cause of the reported flushing difficulties was likely attributed to device design as the flush lumen was kinked, causing flushing difficulties.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation procedure, a farawave catheter was selected for use. The catheter was properly prepped, and flush port was checked at the prep table and it worked appropriately. When the catheter was transferred to the table and the put on a pressure bag it would not flush. The physician attempted to manually flush with the stop cock was replaced, however, this troubleshooting did not correct this observation. The catheter was replaced and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.